Manufacturer narrative:
Additional codes were updated in h6 (health effect-impact code, health-effect-clinical code and medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67 year old male patient with cardiogenic shock, on ECMO as primary support device, implanted with impella cp to assist with lv unloading. Bilateral pleural effusions noted post-CPR, as noted by physician. Massive transfusion protocol administered, anti-coagulants stopped. During care, pump in aorta alarm noted. Pump repositioned under imaging. Patient continued to decompensate, and without available advanced care options, family withdrew care and patient expired. Impella to be conservatively coded to retroperitoneal hemorrhage, blood transfusion, and death, although CPR and ECMO therapy are likely contributors. Additional information: bilateral pleural effusions md believes possibly from chest compressions post code. Chest tubes placed - draining red bloody drainage.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.